Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(4) 2007, initially triggered elective replacement indicator (eri) with clinicians turning the beep on eri to off. The device had recently triggered end of life (eol) and the device appropriately resumed beeping tones, as a result of this status. Due to patient-related reasons, the device will not be explanted and replaced. To date, no adverse patient effects were reported with this clinical observation. Additional information received from the patient noted that although the device remains implanted, it has been turned off for a couple of years.